Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the tip of the ncircle tipless stone extractor detached into the patient¿s ureter when the basket was deployed during a ureteroscopy procedure to remove a ureteric stone. No laser was used during the procedure. The basket tip was not able to be safely retrieved due to concerns about potential trauma to the ureter. A stent was placed, and the patient requires an additional surgical procedure to attempt safe removal of the basket tip. The additional procedure scheduled for (B)(6) 2025. No additional patient consequences were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported, the tip of the ncircle tipless stone extractor detached into the patient¿s ureter when the basket was deployed during a ureteroscopy procedure to remove a ureteric stone. No laser was used during the procedure. The basket tip was not able to be safely retrieved due to concerns about potential trauma to the ureter. A stent was placed, and the patient requires an additional surgical procedure to attempt safe removal of the basket tip. The additional procedure scheduled for 05sep2025. No additional information was provided. No additional patient consequences were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. Failure analysis of the returned used device identified substantial damage: multiple sheath kinks, a disassembled handle with the basket coil not visible at the sheath tip, a severed basket formation, and one basket wire that was cut/broken. Charring and discoloration were observed on the distal coil and basket wires. In comparison, nine unopened devices from the same return exhibited no abnormalities: all demonstrated intact basket wires, proper sheath condition, and appropriate basket actuation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, cook has concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions · the device is conductive. Avoid contact with any electrified instrument. · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.